Event description:
Affiliate reported that the connection from rickham catheter to the valve is dissolving. As a result the device was revised.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed. Investigation in process.

Manufacturer narrative:
Upon completion of the investigation it was determined that the device returned is not that of a codman product. As a result no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.